Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation since the products were retained by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision surgery of an versys hip 11 years post implant, due to stem breakage. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as radiographic inspection states stem was fractured. Radiographic inspection shows a transverse fracture of the femoral stem involving the middle one third. The results also states that medial placement of the acetabular cup may have contributed to bone-on-bone impingement of the proximal femur and ilium, which may have contributed to loosening and subsequent fracture of the femoral stem. Generalized osteopenia may have contributed to femoral component loosening and subsequent fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.